Manufacturer narrative:
(B)(4)

Event description:
It was reported "on (B)(6) 2024, the doctor found resistance when the swg insert into the ars, the swg was found kinked during use on the same patient." They changed a new device to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened kit, including one guide wire assembly, arrow raulerson syringe (ars) , and catheter for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the guide wire contained multiple kinks along the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the damage. Both welds were present and were observed to be full and spherical. Visual and microscopic examination of the ars revealed no evident defects or anomalies. The kinks in the guide wire measured 467 and 561mm from the proximal weld. The overall length of the guide wire measured 598 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.80 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire and ars were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and lab inventory 18ga introducer needle to functionally test the components. The guidewire was additionally advanced through the returned catheter. The guide wire passed through all components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks along the body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found resistance when the swg insert into the ars, the swg was found kinked during use on the same patient." They changed a new device to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient condition is reported as "fine".